Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid acute, pid chronic"), pelvic pain ("pelvic pain/pain,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and kidney infection ("infection (other) describe: kidney") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, yeast infection, vaginitis, costochondritis and myofascial pain syndrome. Concomitant products included amitriptyline since (B)(6) 2016, baclofen since 2016, buspirone from (B)(6) 2016 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) since (B)(6) 2016, gabapentin since (B)(6) 2016, meloxicam (mobic) since 2016, nabumetone since (B)(6) 2016 and pregabalin (lyrica) from 2016 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, 4 months 20 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple urinary tract infections"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain"). On (B)(6) 2012, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, kidney infection, abdominal pain, abdominal pain lower, dyspareunia, migraine, vaginal discharge, fatigue, back pain, urinary tract infection, urinary tract disorder, headache, bladder disorder and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: proper placement and full occlusion contrast enhanced abdomen and pelvis CT; left pyelonephritis. No intrarenal or perinephric abscess. No urolithiasis. Small of simple free fluid in the pelvis. On (B)(6) 2015, CT abdomen and pelvis with contrast: physiologic sized 3 cm left ovarian cyst. A follow-up ultrasound might be considered in 3 months to document resolution. 1 cm low-density right renal lesion which is thought to represent a benign cyst. On (B)(6) 2016: pelvic ultrasound:no abnormality identified ultrasonographically. Hysterosalpingogram suggested if essure devices are of concern. Essure devices are not identified ultrasonographically. On (B)(6) 2016: surgical pathology report: final diagnosis: left fallopian tube, left salpingectomy, simple para tubal cysts, right fallopian tube, right salpingectomy simple para tubal cysts, uterus, hysterectomy - endometrium with degeneration and scarring, myometrium with adenomyosis ,unremarkable cervix . Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic inflammatory disease . Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: multiple urinary tract infections, infection (other) describe: kidney, migraines / headaches, bladder or urinary problems or changes,dysmenorrhea (cramping), pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added., incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a pelvic surgery.). At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, migraine, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: proper placement and full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.